Event description:
It was reported that the diagnostic data was very different from prior visits and patient has been undergoing radiation treatments for cancer. It was noted that there were parity errors listed in the trend data. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.